Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped working and she did not receive a low battery alert. She changed the battery but the insulin pump would not vibrate and when she tried to bolus, it gave a lost sensor and sensor end alert. Blood glucose value is unknown. The customer also reported that the insulin pump has a crack on the side near the battery cap and inside the cap. It is also cracked at the belt clip slot and has a missing piece. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.